Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected alarm noted. No lost of settings/memory anomaly noted. The device alarmed confirmed in the history file due to corrupted history file. The language menu functioned properly. Pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose readings, unexpected restart alarm and displayable history crc check failed at startup alarm. Customer's blood glucose value was 436 mg/dl. The customer stated a temporary basal was not programmed before the alarm. The customer declined to troubleshoot for high readings. The insulin pump will be returned for analysis.